Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. Technical support was contacted and performed troubleshooting steps to try to resolve the event but it was unsuccessful. The device was then explanted and replaced to resolve the event. The patient is stable with no consequences.